Event description:
The customer reported that during delivery, the mps console displayed higher then expected system temperature results. The first occurrence was approx one week before the customer called quest. A second occurrence in 2004. The h2o display displayed what was confirmed flow through the set. The customer determined that the issue was related to the disposable since the pumps had displayed properly during other cases and the occurrences were on two different pumps, two different hemotherms and two different ors. The pump that had the second occurrence was operating properly at the time of the call.